Event description:
It was reported that after having the implant for 6 months, the patient was told that he had two broken wires. It was noted that the patient had an x-ray about 4 weeks prior to the report that showed the wires were not broken. Additional information received reported the patient was not getting great relief for their back in (B)(6) 2007. It was noted an x-ray was done and showed that the patient¿s leads had shifted slightly. The reporter stated the root cause of this was undetermined. It was noted the patient had no injuries, excessive bending, twisting, or jerking motions. It was further noted a revision was done (B)(6) 2008. The reporter stated new leads were not placed and the healthcare professional just repositioned the existing leads. It was noted the patient was getting good therapy after the revision and recovered well after the procedure. Additional information received reported the patient had increased back pain following implant. It was noted that there were no abnormal impedance measurements. It was further noted the patient had a lead revision on (B)(6) 2008. The reporter stated the patient had better low back pain control due to increased and improved stimulation. It was noted the patient recovered without sequelae. Additional information received reported that 4-5 months after implant, the two leads that were working the best were ¿burnt out or fried out.¿ the reporter stated that their stimulation was still working, but the leads that were the best don¿t work. The reporter further stated they had 9 leads and the two are the ones that are not working.

Event description:
It was further reported that two leads "stopped working" less than 9 months after implant. It was noted that the patient was still having concerns regarding their device/therapy but is working with their doctor/company representative.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).